Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the lcd window found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, scratched lcd window, overlay scratched, cracked keypad overlay, keypad overlay texture damage, reservoir tube cracked. Cosmetic damage at lcd window was not confirmed, however, other cosmetic damage was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance . The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.